Event description:
It was reported that a vial-mate reconstitution device was leaking at the point of attachment to an unknown solution bag after activation after the bag had been replaced. There was no patient involved. Additional information was requested and is not available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number gr13b01025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between 15 september and 19 september 2013. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.